Event description:
Allopure bicortical wedge 10mm evans 22x20x10 x 2 were used for surgical procedure. The intention was to use one graft; however, when the first the graft crumbled when graft inserted and crumbled an additional wedge was needed. Both biocortical wedges were implanted. The same issue happened with second wedge. Rep was present for the procedure and reported information to his superiors. Surgeon had to use bone putty due to this issue. The items: part code: 8666-1000. ID: [redacted]. Exp 04/05/2026. Part code: 8666-1000. ID: [redacted]. Exp 11/26/2025. Manufacturer response for bicortical wedge, allopure bicortical wedge 10mm evans 22x20x10 (per site reporter), rep present in operating room.